Event description:
Philips received a report from china, nmpa#(B)(4), reporting the sparq ultrasound system shut down during a nerve block procedure and could not be recovered. There was no patient or user harm. Philips has started an investigation, and upon completion, a follow up report will be submitted.